Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4) model: sc-2366-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient was struggling with pain and feeling extreme pressure. The physician recommended a conversion to a scs system and explant of the peripheral leads to reduce the pressure and allow for MRI conditionality. Reprogramming was attempted, but perceptions remained high. The patient underwent a revision procedure and two leads were explanted due to inadequate stimulation. A new paddle lead was implanted. The medical facility disposed of the explanted products.